Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two right ventricular (rv) leads were attempted but not used during implant. It was noted that both leads had low impedance. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead passed introducer test. The lead was returned with the helix extended and bent and tissue visible inside. No stylet or guidewire was returned, therefore condition and brand are unknown. Used a fresh stylet to perform test, stylet stops at 1.3cm (from proximal end) the distal conductor is distorted in the connector,(no further helix testing possible), damaged at implant attempt. Note: guidewires are not used with active fix leads. If information is provided in the future, a supplemental report will be issued.